Event description:
It was reported, the doctor was performing a spinal case with the dh105 and received an error 5 instrument error at the start of the case. The doctor tried a second dh105 and received another error 5 instrument error a few minutes into the case. The doctor decided to use a bovi to complete the case with no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the dh105 device a was returned with the blade scratched and cracked. Due to the damage of the blade, it was confirmed that the device was non-functional. An error code 5 was noted. The analysis results found that the dh105 device b was returned with the blade scratched and cracked. Due to the damage of the blade, it was confirmed that the device was non-functional. An error code 5 was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.